Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the (B)(6) that the customer passed away in an unknown location, but the customer was found by the caller. The cause of death was unknown. The caller did not state whether the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller had contacted medtronic on (B)(6) 2018 to inquire if the pump was leased or purchased. The customer contacted the medical board after the doctor refused to download the pump. The caller contacted a firm with a medtronic expert who stated that the pump stopped collecting data on an unspecified date 2018, and was most likely the cause or contributing factor to the customer's passing, but it would be difficult to prove in court. The caller had bought new batteries for the pump and the pump had no alerts displayed. The caller did not state if they would return the insulin pump for analysis.